Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgical technician reported that when implanted an intraocular lens (iol) haptic caught the side of the eye bag and tore it. Additional information was provided that the lens was removed and replaced. The event was resolved.